Event description:
A distributor in ireland reported an incident involving a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and guided the caller through the process, resulting in the successful start of their sensor session without further errors.